Event description:
The company representative on behalf of the customer reported that the video system center had no image. The issue was found during preparation for use. The intended diagnostic gastroscopy was performed using a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital (south campus)- noting due to character limit. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a faulty printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.